Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl and juice was consumed to address the bg level. The cause of the low bg was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.